Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 8.2 mmol/l. The customer was assisted with troubleshooting and the display did return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. Customer stated that there was cracked at reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.